Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity. The ht turntrac guide wire (gw) was advanced to the target site; however, it failed to cross the lesion due to vessel tortuosity. Another unspecified gw was advanced as a buddy wire for support, but this also failed to cross the lesion. Upon withdrawal of the turntrac, the gw felt resistance with the patients anatomy and the tip separated. The separated piece was retrieved from the lad using a snare. The procedure was completed with a non-abbott guide wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with the patient¿s heavily calcified and moderately tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal, as resistance was again noted, likely resulted in the reported difficult to remove. Manipulation of the guide wire, when resistance was encountered, likely contributed to the reported material separation. The separated portion of the guide wire was removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.